Event description:
The physician was performing a therapeutic procedure of injecting eutrophic solution into a j-tube that had been placed three months eariler, when it was observed that the tube had dropped and was in the pt's stomach. The physician reported that the tube was then successfully cut and then removed with the aid of a snare. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.